Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the device had turned off after some brain scans and tests. The patient reported having test performed again two weeks ago and has had a loss of therapy since then. The patient had an accident yesterday at the store with no warning. On the call, it was confirmed that the therapy was on. Caller increased stimulation and is comfortable. No further complications were reported.

Event description:
Additional information was received. The patient indicated they had been steadily increasing the amplitude since implant up to 0.7 due to lack of effect. They said they had embarrassing and painful times where they were out and about and 'zoom, they got hit'. Over the past couple of days, since changing to 0.7, their symptoms seemed to have improve, the caller was going to continue to monitor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the caller has increased stim but it does not seem to be doing any good. Patient services reviewed option to change programs. The caller was not with the patient at the time of the call. The caller will call back when he is with the patient for assistance changing programs. The following day, the husband called back reporting the same issues; the patient never having therapeutic effect. The caller stated that the patient would like to change programs since increasing did not resolve the patient's issues. Patient services reviewed information and when the caller connected to the patient's settings, her stim was off on p3. The caller stated that he was worried her device got turned off in the hospital (broken femur) because the last couple of days, she has had some incidents. On the call, the caller successfully turned stim back on to 0.6v on p3. The caller stated that the patient would like to stay on p3 for at least the weekend since it was off and if her symptoms do not improve, they may change the program. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the battery is poor and does not hold a charge. No further complications were reported.